Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the identified symptom constant downstream occlusion which was reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. The device was calibrated to ensure optimal occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.